Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt forgot to recharge his ipg and it went to stimulation off. He reported that when the device was recharged the stim is not the same and that he has to recharge more frequently. The pt also reported that after a fall the stim changed again. Sjm representative changed the pt's program. Follow-up found that reprogramming and a new charger sent, pt has no difficulties charging unit and has resolved stimulation issue. The pt is getting coverage down both legs, but coverage is not as strong as he had directly post implant. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.